Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated an issue with the p/r wave amplitude missing/invalid. It was noted the p-wave amplitude data was not recorded on (B)(4) 2016.

Event description:
It was reported that invalid data was observed on the implantable cardioverter defibrillator (ICD) daily detection trend, and it was questioned whether or not a recent surgical procedure involving electrocaughtery may have resulted in the incorrect data. In addition, a low p-wave amplitude was observed and it was noted the device showed problems writing and storing the p-wave data to the weekly trend data, along with the r-wave measurements. The ICD remains in use. No patient complications have been reported as a result of this event.